Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2014 for high blood glucose. The customer's blood glucose was 580 mg/dl at the time of hospitalization. Customer reported that they were unable to change out their infusion set prior to the being hospitalized. It was also reported the customer attempted to treat their blood glucose with 18 units of insulin prior to being hospitalized. The customer also reported finding a bent cannula upon removal of their infusion set when their blood glucose reached 530 mg/dl. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was released from the hospital on (B)(6) 2015. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.